Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently, during the fill tubing step, insulin was observed being "sucked in and out" of the cartridge tubing. The customer suspected something was wrong with pump. Blood glucose (bg) was over 500 mg/dl at its highest with a trace of ketones. The infusion set site and cartridge were changed or an insulin injection was administered to address the high bg. The customer declined tandem technical support's offer to troubleshoot as the pump supplies had just been changed. There was no issue with the current supplies.